Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-32061, related manufacturer reference number: 2017865-2021-32062. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Event description:
New information received notes that the cause of death was alleged to be natural complications from the patient falling over.

Manufacturer narrative:
Analysis was normal. No anomalies were found.